Manufacturer narrative:
'Date received MFR' updated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) on june 6th, 2020. It was reported that there was not much pocket movement. It was within the normal limits and the cause of the implantable neurostimulator (ins) not moving much cannot be determined. The rep also noted that there was no issues and the patient was able to get all 8 coupling boxes on the recharger. There were no further complications or anticipations reported with this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative on (B)(6) 2020. It was reported that the patient was unable to connect to their implantable neurostimulator (ins) using their recharger. The manufacturer representative stated that the patient had not charged since (B)(6) 2020 due to non-compliance. The manufacturer representative mentioned that they had not yet met with the patient and a visit for a possible trickle charge was scheduled. It was noted that the issue was not resolved at the time of this report, as no actions/interventions were taken to resolve it yet. Additional information was received from the manufacturer representative on 2020-may-26. It was reported that the patient¿s ins was over discharged. The manufacturer representative stated that the patient had some type of procedure that helped with their pain, which was why the patient hadn't been using their stimulation very much. It was further reported that the manufacturer representative performed three physician mode recharges with no power on reset (por) message observed on the screen. The manufacturer representative mentioned that the patient had a three to four pound weight gain. It was also reported that there was not much pocket movement and the ins may be slightly tilted in the device pocket, but not much. The manufacturer representative also mentioned that antenna locate (al) showed values of high 30s-50s while on the call. It was further reported on (B)(6) 2020 that a physician mode recharge (pmr) was successful and a power on reset (por) message was cleared. No patient symptoms were reported and there were no complications. The patient¿s status at the time of this report is ¿alive, no injury.¿ indication for use is spinal pain.